Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine followup, an alert was present for the competitor right ventricular (rv) lead due to low out of range impedance measurements and high threshold measurements. No changes were made to the system as the rv lead was still functioning and the patient was not pacemaker dependent. No adverse patient effects were reported.